Manufacturer narrative:
(B)(4). Date sent: 4/16/2026. D4: batch #395d71. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the jaw closed and closure trigger in the closed position. And with an ecr60d reload loaded on the device. The reload was received fully fired, with 7 drivers missing, making the reload non-functional. The reload pan was noted to be partially dislodged from left proximal side. The knife was noted partially advanced, the red manual knife reverse button was activated, however, the knife would not return to home position due to the loose drivers blocked in anvil. The loose drivers were taken out by forceps. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number 395d71, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that they could not open the jaw after firing. They were able to open the jaw manually with big force. There were no adverse consequences to the patient. No additional information could be provided.